Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted if additional information becomes available.

Event description:
According to the customer: the customer stated that the hcu30 displayed the error message "pat: heater temp too high". Additional information: the incident occurred during patient treatment, there were no negative consequences for the patient. (B)(4).